Manufacturer narrative:
Updated blocks: h6 and h9. The reported complaint was confirmed. The product surveillance technician (pst) observed the batteries to accept charge and maintain battery backup power for the minimum requirement of 52 minutes however the batteries indicated a ¿too low¿ siemens reading after shutdown determining batteries may have internal abnormalities. Per data log review, on (B)(6) 2019 at 20:40:31, alternating current (ac) power was lost and the system continued to run on battery backup. The system ran on batteries until (B)(6) 2019 at 02:25:49 when a depleted battery shutdown occurred. Both the nach and minutes remaining were = 0 indicating the batteries were good. The system remained powered on ac until the batteries fully recharged. The last measured discharge (lmd) value remained at 18.0 ah also indicating the batteries were good. The log confirms the complaint but does not indicate a hardware issue. The batteries were drained because the system ran on battery backup until a shutdown occurred. All indications are the system was functioning properly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. In the previous medwatch it was stated that the batteries indicated a "too low" siemens reading after shutdown determining batteries may have internal abnormalities. However, the batteries in a discharged state are expected to display a low siemens reading. The batteries performed to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the batteries. The unit operated to the manufacturer specifications. The suspect batteries were returned to the manufacturer for further evaluation.

Event description:
It was reported that during setup of the device for a cardiopulmonary (cpb) procedure, the batteries were drained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.